Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains for getting high results on the meter. Customer states that feels well and requires no medical attention. The customer's expected blood result is 89-125mg/dl fasting. Customer verified the test strips they were using were first opened in (B)(6) 2016. Customer states the test strips were stored under the sink in the bathroom. Customer instructed of the appropriate storage per user guide booklet. Reviewed meter memory: (B)(6). The customer is concerned with the result of 258, 156 and 176mg/dl. The customer did not have the test strips available. The customer said a test was performed on the truetrack (result not given) and a few hours later a test was done at the doctor. The true track read higher. Customer tested 1 hour after meals is not recommended.